Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation cracked, compromised, broke, or breached. Insulscan failed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Dents and scratches were seen on the insulation. The instrument was tested for cracks in which an insul scan test was performed and failed. The probable root causes are normal wear, improper sterilization methods, and user misuse. (B)(4).

Event description:
It was reported the insulation cracked, compromised, broke, or breached. Insulscan failed.